Event description:
A number of discordant pt results that were questioned by the physician, were obtained using the advia centaur system. The tests were repeated on a different instrument and the new results were released. The customer did not provide the discordant test results. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant results was due to a malfunction of valves in the wash manifold. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.